Event description:
The customer reported that the primary set IV line spontaneously disconnected at the distal end luer connection to a non-carefusion needleless valve on a PICC line. This resulted in the patient's maintenance fluid (d10 + na, k, and heparin) leaking at a tko rate for an unknown period of time. The provider ordered new fluids and the PICC maintained function. There was no patient harm.

Manufacturer narrative:
No product will be returned. No investigation was performed. The root cause of the customer's experience was not identified.